Event description:
The customer received questionable elecsys troponin I stat immunoassay results from cobas 6000 e 601 module serial number (B)(4). The initial result was 1.59 ng/ml (positive) and was reported outside of the laboratory. The repeat result was 1.57 ng/ml (positive). The patient was admitted to the hospital based on the results. The patient was tested using an abbott I-stat and the result was 0.02 ng/ml (negative). There was no allegation of an adverse event. The field service representative inspected the instrument and gear pump pressure, checked the probe alignments and spline set screws. He performed a precision check, mechanical check, and operational checks which all passed successfully.

Manufacturer narrative:
The customer provided clarification that the left heart catherization documented in the attachment to the initial medwatch was performed based on the positive troponin result. There was no allegation that the patient was adversely affected. The patient is currently in a "step down unit" and out of the ICU. The customer believed the result from the abbott I-stat to be correct.

Manufacturer narrative:
The customer provided samples for testing. The investigation found when testing tni and tni stat all samples are above normal range. When testing tnt hs all samples are within normal range.

Manufacturer narrative:
The investigation confirmed tni stat positive results and negative tnt hs results with the samples. The fractionation of the sample indicates an interference by an igm molecule consistent with a human anti-mouse antibody (hama). Potential interference by an igm molecule is covered in the method sheet.